Manufacturer narrative:
This event was reviewed and deemed to be a serious adverse event. Report states that the pt was taken to the operating room for removal of the foley catheter because it was not able to be removed in the usual way, by withdrawal of fluid from the balloon. Because of the surgical intervention, the event is considered to be serious. Despite renewed request for more info, no further inf is forthcoming other than the pt was stable after the surgical procedure. Reported to the FDA on (B)(4) 2013.

Event description:
This complaint was identified during our retrospective review on complaints from our facility in (B)(6). This is related to ((B)(4)). Complaint received as follows: complaint description: the pt pulled off the foley but failed to remove it owning to the non-deflation. At last he was sent to the operating room to have it removed. No harm or injury to pt.